Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the drawer failures had occurred with ¿unable to recover¿ and ¿requires maintenance¿ errors. A field service engineer (fse) replaced the slotted medical drawer at position 2.1 with a blank drawer for personal use. The drawer was reassigned and tested in hardware test application (hta), confirming proper functionality. The fse also informed the user that prior failures were due to rapid drawer operation and advised users to open the drawer more slowly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failures occurred with ¿unable to recover¿ and ¿requires maintenance¿ errors, with the drawer catching during closure and requiring recovery each time. This caused delays in pulling medications during operative cases. However, there were no adverse events or injuries reported based on this incident.